Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Manufacturer narrative:
Additional information was received and indicated the patient experienced a sudden cardiac injury and subsequently expired. Request for clarification and circumstances surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of three device reports that are associated with this event. The associated manufacturer report numbers: # 1225714-2014-06669, 1225714-2014-06670 and 2937457-2014-01761.

Event description:
The additional information received alleged that the patient subsequently expired.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6) 2012 after the use of the product.